Event description:
Same case as MFR#2134265-2012-03395. It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the renal artery. The physician advanced a non-bsc guide catheter to the target lesion and deployed a 4.0x19x150cm express stent delivery system (sds). While the physician was manipulating the guide catheter, it caught on the express stent and dislodged the stent. The 4.0x19x150cm express stent migrated to the aorta artery. The physician advanced a 6.0x18x150cm express stent to overlap with the 4.0x19x150cm express stent. The physician successfully deployed the 6.0x18x150cm express stent and it migrated to the aorta artery. The physician attempted to remove the stents with an unknown snare and an unknown guide wire but was unsuccessful. No additional patient complications were reported and the patient's current condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).